Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received.

Event description:
It was reported the patient presented for a procedure. Upon interrogation, it was discovered the right ventricular lead exhibited high capture thresholds. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.